Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer. Product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that the patient had a manufacturer's pump for over ten years and it was mismanaged by a physician and had a mixture that never should have been together and got turned up 10x what it had been. The patient went into a coma for over a week and the doctor ran out. The patient needed information on help for brain injury. It was terrible and the patient could not live with nor could their family. No further complications were expected or anticipated. Additional information was received from a consumer (con). It was reported that the patient's brain injury was caused from the pump and the medication the doctor put in the pump. The brain injury was from the doctor putting four medications (fentanyl, bupivacaine, dilaudid and prialt) in the pump and that the doctor kept increasing the pump. The pump was increased multiple times. The brain injury came when the doctor mistakenly turned up the pump to 10 times the amount. Right after that the patient's legs went out and had spasms. The patient went to the emergency room where the emergency room doctor took all the medications out of the pump. The patient stated that her pain management doctor at the time snuck back into the hospital and added all the medication back into the pump. Once the medication was all put back in, the patient could not remember anything and they still sent her home. The patient was sent home when she was not responding. All the patient remembered was leaving the hospital with family and peeing in a garbage can when she was waiting for her family to get the car. The patient thought that the doctor was just trying to cover everything up and that was why she was sent home. On saturday, the patient could not remember anything, was unresponsive and went into a coma. The patient went to a hospital where she was given narcan and the narcan woke her up enough to give them her name and then went back into a coma. When the patient was at the hospital an EKG was done and the results came back abnormal. The patient was in a coma for over a week before she came out of the coma. Once the patient was released from the hospital after being given narcan and she started to see a different doctor that only put one drug inthe pump and at a reasonable dose. The patient thought the new doctor only put in dilaudid but was not 100% sure. The patient stated this happened in (B)(6) 2010 and the patient missed (B)(6), birthdays and anniversaries. The patient noted that the cause of the whole event was that the doctor overdosed her by setting the pump to 10 times what it should have been and by having more than one medication in the pump. The patient noted that her weight at the time of the overdose was around (B)(6) as she had blown up (thought to be due to medication). The overdose event was resolved but the patient would have to live with the brain injury the rest of her life. The cause of the coma and unresponsiveness was due to being overmedicated and the medication mixture. The patient stated that the doctor should not have put that mixture (meaning 4 different medications) in the pump.